Event description:
It was reported the patient went to the clinic after hearing a lead integrity alert that was triggered for the right ventricular (rv) lead having impedance out of range. The lead had noise and oversensing that could be recreated at the clinic check. The rv lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review found lead integrity alert triggered and patient alert for lead failure predictor on (B)(6) 2011. Oversensing with ventricular non-sustained tachycardia less than equal to 190 ms on (B)(6) 2011 in the timeframe between. Also, ventricular fibrillation less than equal to 200 ms average v-cycle on (B)(6) 2011. Interference/noise with ventricular short interval count equal to 654 counts, in 0.99 day, between(B)(6) 2011. Between the performance of the device and any injury that may have occurred.